Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm® volbella¿ xc in the infraoribiatal hollow with a blunt tip needle. A little less than three weeks later, the patient reached out to injecting hcp and reported "they had film on their eyes" and blurred vision in both eyes. Healthcare professional recommend the patient go to the emergency room to exclude possibility of vascular occlusion. Patient did go to the ER where a hcp diagnosed them with conjunctivitis and prescribed antibiotics for treatment. The event fully resolved 8 days later.